Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. The commercial team member reported the patient is very thin which caused the receiver coils to protrude. Because of this, when pressure is put on the skin above the receiver coils, the patient feels pain. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient is very thin (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain when their wearable is over the receiver coil. The patient is getting good relief from the device and their stimulation pattern is perfect. The commercial team member showed the patient to put the antenna away from the coils which resolved the pain. The patient is satisfied and is using a smaller antenna so it does not rub against the receiver coils.